Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, it was difficult to remove the catheter. The water would not come out of the balloon when connecting the syringe to the inflation valve. The user cut the shaft of the catheter; however, the water would not come out. The user then pulled the catheter out with the inflated balloon transurethrally under the echo. It was found that there was hematuria due to urethral mucosal damage which was discovered after the catheter was removed.

Manufacturer narrative:
Received catheter cut into 2 pieces. The sample was evaluated and no pinch or blockage was observed. Per the functional testing, a needle syringe was used to insert water into the inflation lumen of the shaft and it flowed out of the inflation eye easily with no obstruction. During the evaluation, the deflation time of the used sample was unable to be determine due to poor sample condition. What elements existed during the placement and use of the catheter were also unable to be determined. Per the dimensional evaluation, the following results were found: concentricity (full inflation volume): n/a; eye snip length: 2/32¿; eye snip width: 1/32¿; eye snip distance from distal cuff: 8/32¿; eye snip distance from proximal cuff: 10/32¿; rubberize thickness: 12 thou; inflation lumen coverage: 11 thou; balloon thickness (average): 27 thou; reinforcement: 192 thou. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not inflate the balloon in the urethra, do not pull the catheter hard". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, it was difficult to remove the catheter. The water would not come out of the balloon when connecting the syringe to the inflation valve. The user cut the shaft of the catheter, but the water would not come out. Then the user pulled the catheter out with the inflated balloon transurethrally under the echo. It was found that there was hematuria due to urethral mucosal damage which was discovered after the catheter was removed.